Manufacturer narrative:
The unit was evaluated by philips and the reported symptom was duplicated. Replacing the display resolved the reported issue.

Event description:
The customer reported, the display was displaying a green screen and could not be read by the user.